Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011 and received a heart transplant on (B)(6) 2015. It was reported that the patient had no adverse events or symptoms from device therapy. There was a matching donor organ that came available and the patient was transplanted. The patient had been on lvad support for over three years with no reported complaints. Subsequent information was received that at the time of the transplant, upon explant of the pump, a constriction of the internal diameter of the inflow path was noted. It was confirmed with the vad engineer that the patient had no symptoms prior to transplant, the transplant was non-emergent and straightforward, and they merely observed a narrowing when the pump was explanted. When the pump was received by the manufacturer for evaluation, a deposition was observed surrounding the proximal edge of the inlet tube and two symmetrical kinks were noted in the graft wall. There was no evidence of thrombus formation in the location of the kinks.

Manufacturer narrative:
Approximate age of device: 3 years, 2 months. Analysis of the returned lvad pump confirmed the report of a restricted inflow. Examination of the lumen of the inlet tube revealed a deposition of strongly adhered tissue surrounding the proximal edge. Although a specific cause for its development could not be determined, the tissue ingrowth appeared similar in structure to the ventricular tissue that was returned around the exterior of the inlet tube, and did not appear to be affecting blood flow through the conduit. Examination of the inflow graft revealed two symmetrical kinks in the graft wall which would potentially restrict blood flow through the graft. However, there was no evidence of adhered deposition or thrombus formation in the location of the kinks, indicating that there was proper surface washing through the sealed inflow conduit. The space between the silicone sleeve and the inflow knitted graft, which is outside of the blood flow path, revealed an ingrowth of tissue. The tissue that formed in this void was non-laminated and conformed to the geometries of the space. Examination of the inlet elbow revealed no evidence of deposition or thrombus formation. Examination of the pump¿s blood contacting surfaces did not reveal any deposition or thrombus formation that would have affected pump function. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. A review of the device history records showed no deviations from manufacturing or qa specifications. No additional information was provided. The manufacturer is closing its file on this event.